Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The 80% in-stent restenosis of a 3.5x20mm non-bsc stent, implanted in (B)(6) 2011, was located in the ostial of the moderately tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with a non-bsc balloon and then advanced the 3.5x28mm promus element stent to the lesion, encountering a bit of resistance while advancing. It was noted that the stent was flared. The device was removed and the procedure was completed with another 3.5x28mm promus element stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device revealed that the device was received without the stent. The balloon had stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4)

Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The 80% in-stent restenosis of a 3.5x20mm non-bsc stent, implanted in (B)(6) 2011, was located in the ostial of the moderately tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with a non-bsc balloon and then advanced the 3.5x28mm promus element stent to the lesion, encountering a bit of resistance while advancing. It was noted that the stent was flared. The device was removed and the procedure was completed with another 3.5x28mm promus element stent. No complications were reported and the patient's status is stable.